Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Provide the specific number of patient events: 2. Did the event occur during one or multiple patient procedures? 3. What is the total number of procedures? 4. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 5. Status of product return? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported on: mw# 2210968-2023-06701. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The needle is coming out from the thread. No reported adverse patient consequences. Additional information has been requested.